Event description:
It was reported that the safe-t-centesis tray kit catheter was difficult to deploy. It was further reported that a plastic piece was found on the tip of the needle when the catheter was pushed through. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot number for the device was provided, and a device history record was performed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001572285 was performed and no recorded quality problems or rejections related to this incident were found. The product was inspected during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. H10: investigation summary: one veress needle and one catheter was received by our quality team for evaluation. During evaluation a particulate (foreign matter) was observed. Therefore, the reported foreign matter failure mode was confirmed but the root cause is unknown. H10: b5 (describe event or problem), d10 (device available for eval; returned to manufacturer on), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction, additional information, and device evaluation). H11: h3 (device eval by manufacturer), h6 (type of investigation, investigation findings, and investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: b3: date of event: the date of awareness was entered in the date of event field as the actual date of event is unknown. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the safe-t-centesis tray kit catheter was difficult to deploy. It was further reported that a plastic piece was found on the tip of the needle when the catheter was pushed through. There was no reported patient injury.